Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that five ports eroded through the skin. The patient safety officer feels as though it may be related to the immediate access of the port with a huber needle post placement and/or a possible reaction/degrading of the dermabond/surgical glue on the incision due to the chg in the chloraprep. Additional information received 7/16/2020: it was stated the ports did not erode, the wounds were dehisced. This report addresses the fifth event.